Event description:
The customer reported on (B)(6) 2015 at 9:17 pm she activated a new pod and on (B)(6) 2015 her blood glucose and insulin history is as follows: (B)(6). At 5:45 am the pod was deactivated and she noticed the cannula looks slightly bent and that it had dislodged from the infusion site.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the hyperglycemia. The user also reported that the cannula was out of the infusion site. This condition could potentially interrupt insulin delivery and may lead to hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.